Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient's pain pump was defective and the catheter was plugged. It was unknown if there were any factors that may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting were performed. It was unknown if any actions/interventions were taken to resolve the issue. It was unknown if the issue was resolved at the time of report. The patient's status at the time of report was alive - no injury.

Event description:
Additional information received from the patient stated that their weight was 150 lbs. Patient stated that in (B)(6) 2021, they had an out patient surgery at (B)(6) hospital to replace their pain pump. That was the third pump since 2008. On (B)(6) 2021, they became ill and finally went to the emergency room (ER) on (B)(6) 2021 and was diagnosed of withdrawal due to pump malfunctioning. It was determined that the catheter was blocked after multiple test. Patient stated that the was not sure if the cause of the plugged catheter was determined. They finally had the pump and the catheter replaced on (B)(6) 2022 @ (B)(6). Between (B)(6) 2021, their pump was observed to make sure the catheter had not come loose from the pump. Patient had two unsuccessful dye studies, completed scoliosis film, CT myelogram and 3 cancelled surgeries. On (B)(6) 2022, surgery was successful, the pump and the catheter were replaced.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stating on (B)(6) 2021, patient had their 3rd pump placed. 23 days later, they got ill thinking they might have covid or the flu. Patient went to the emergency room (ER) and they diagnosed them of withdrawal due to a pump malfunction. The next day (B)(6) 2021, patient saw the provider who gave them a bolus and upped their dose which did not work. The provide did not believe that could be the problem. On (B)(6) 2021, patient went back and still unknown. On the (B)(6), the provider checked the pump under the left arm and found the pump had no defect. The provider refill the pump because it was getting empty. The withdrawals cause was still not determine. Patient have undergone 2 dye test and no cerebra spinal fluid (csf) was withdrawn. The patient was scheduled on 2022 at (B)(6) if this doesn't get cancelled. See patient notice.

Manufacturer narrative:
Continuation of d10: product ID 8709sc; serial# (B)(6); product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.